Event description:
Following an ablation procedure, an esophageal fistula and subsequent patient death occurred following ablation on the posterior wall.

Manufacturer narrative:
An event of a fistula was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported fistula and subsequent death could not be conclusively determined.